Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vtich12.1 implantable collamer lens, +9.5/+3.5/040 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a longer lens due to lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and debris on the lens. Visual inspection found the haptic torn with debris on the lens. Claim#: (B)(4).